Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen had stopped responding. A technical support specialist (tss) disabled the sleep mode on the device and set it to never. Tss then restarted the cubex application, and user logged in to test the system. The touchscreen responded properly, and user was able to select all buttons without any issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the system had turned off and the touchscreen stopped responding. The user was unable to request rx-verify, and a validation code screen appeared instead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.